Event description:
The facility's biomed technician reported an infusion pump with failure code 808:06 during patient use. There is no report of any medical intervention or patient injury. Information was requested by baxter regarding specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.